Event description:
It was reported that 2 bd sharps collector 1qt had missing label information. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the label was not affixed properly and was wrinkled onto two products.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd sharps collector 1qt had missing label information. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, the label was not affixed properly and was wrinkled onto two products.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd sharps collector 1qt had missing label information. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the label was not affixed properly and was wrinkled onto two products.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process, the result showed there were no issues reported like product with damaged label during the manufacturing process of the lot number (1102905) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like product with label damaged issue for the same part number (305635) throughout the last twelve months ((B)(6) 2021 thru (B)(6) 2022). As part of this investigation, with the pictures and issue description provided from customer (¿label was not sticked properly and was wrinkled onto two products¿), it can confirm the failure mode reported (labeling concerns) as related to the manufacturing process, also with evidence provided it was possible to confirm the following: the label design belongs to an 1qt family of product (305635). The lot number (1102905) belongs to 1qt product . According with this investigation this is a failure mode related to manufacturing process since this failure mode could be generated during the automatic placement performed by the pneumatic applicator installed in the printer machine and omitted by the operator during the inspection. For this reason, quality alert was implemented to help on prevention of the wrong placing of labels during the labeling process through the conveyor. Also, as part of the investigation a review of customer complaint records was performed according with the cc¿s records, no complaints were received through the last twelve months for the same part number and issue. H3 other text : see h.10.